Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The patient then presented in clinic on (B)(6) 2018 and device interrogation revealed an increase in capture thresholds and a declining r-wave. The physician scheduled a lead revision. Patient was stable throughout the event.